Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a power error. The blood glucose was unknown. Troubleshooting was performed and it was observed that the power error happens again. The product will return for the analysis.